Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultrasmart meter was displaying the apply sample message and an error message. The patient reported that both the issues first occurred the night prior to the call at 1:00 pm. She mentioned that the meter kept displaying the apple sample message and she also reportedly got an error message (she forgot what the error number was). After these issues began, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The pt was not tested on any other device. At the time of troubleshooting, it was verified that this was a new meter. The pt's testing technique for sample application was reviewed to be incorrect (use error) and the issue was resolved when a retest was performed with a new test strip and correct technique. However, since the pt did not know which error message she has rec'd, troubleshooting for that issue was not resolved. This complaint is being reported because the pt claimed that she experienced symptoms suggestive of hypoglycemia after both the issues began. She did not receive medical attention. The apply sample issue was resolved. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.